Manufacturer narrative:
Battery - (B)(4) - expiration date: 07/31/2014. Battery - (B)(4) - expiration date: 07/31/2014. Battery - (B)(4) - expiration date: 12/31/2014. Battery - (B)(4) - expiration date: 12/31/2014. Battery - (B)(4) - expiration date: 12/31/2014. Battery - (B)(4) - expiration date: 12/31/2014. The batteries (B)(4) were returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient's batteries experienced power switching and alarms with a charge greater than 25%. The patient was hospitalized for the controller exchange. There were no reported symptoms and the problem resolved with the exchange of the controller and batteries.

Manufacturer narrative:
The reported event of power switching when the batteries were charged to more than 25% with the returned devices, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(4) were involved in these premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. (B)(4) did not receive an smr upgrade. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. (B)(4) - battery: (B)(4). (B)(4) - battery: (B)(4). (B)(4) - battery: (B)(4). (B)(4) - battery: (B)(4). Analysis of (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to high max error. High max error indicates that a unit it out of calibration. The most likely root cause of the high max error can be attributed to a usage pattern involving the exchange and recharge of batteries before they reach 25%. (B)(4)- battery: (B)(4). (B)(4) - battery: (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.